Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power cable with fluid ingress in the system controller was confirmed via visual inspection. The heartmate ii system controller, serial (B)(6), was returned with a nick in the black power cable that contained fluid ingress. The controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. Both power cables were stripped, and a considerable amount of fluid ingress was observed inside the cable jackets. The controller housing was opened to inspect the fluid ingress further. Fluid ingress was also noted near the end of the power cables. The presence of fluid did not affect functionality of the controller. A review of the downloaded log file spanned approximately 13 days (01may2024 ¿ 13may2024 per time stamp). There were no notable events in the log file pertaining to the presence of fluid ingress. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and fluid ingress. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate ii patient handbook, rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and fluid ingress. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller power cable had been worn and a green fluid was coming out. The system controller was exchanged.